Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 28 x 2.50 promus premier¿ drug eluting stent, the physician noted that the stent was damaged. Another stent was implanted successfully and completed the procedure. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 28 x 2.50mm stent delivery system was returned for analysis. An examination of the crimped stent identified stent damage with the three most distal stent strut rows lifted and pulled proximally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. During unpacking of a 28 x 2.50 promus premier drug eluting stent, the physician noted that the stent was damaged. Another stent was implanted successfully and completed the procedure. No patient complications were reported and the patient's status was stable.